Manufacturer narrative:
(B)(4). Date of event identified as: (B)(6). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis, manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was a break in aseptic technique further described as not wearing a mask. Treatment and outcome not reported. Additional information was requested but not provided.